Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician observed noise with oversensing on the electrogram on the atrial lead. Programming changes resulted in less oversensing but also inappropriate pacing. Unipolar sensing still showed oversensing. The lead remains in use. No patient complications have been reported as a result of this event.